Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a healthcare worker reported the patient couldn't see. The lens was exchanged for another of a different model. The device was not returned for evaluation.

Manufacturer narrative:
Evaluation summary: the sample was returned. Solution, broken haptic damage and broken/torn optic into pieces damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported complaint. The diopter of the replacement lens is unknown. Lens damage was observed and the optic was torn/cut into two pieces similar to damage created while explanting. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The lens bench evaluation could not be conducted due to the damaged condition of the returned lens. (B)(4).